Event description:
It was reported that the patient presented to the emergency room feeling symptomatic. Upon review, it was discovered that the pacemaker failed to capture. Programming changes were performed. There were no patient consequences.